Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was the right ventricular (rv) lead that was not implanted because of a screwing/unscrewing issue. This lead was attempted and not used. A new pacing lead was implanted instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was explanted for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.